Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-mar-2020.

Event description:
The customer reported a dim screen. There was no patient involvement.

Manufacturer narrative:
G4: 07jul2020 b4: (B)(6)2020 :cd, use interface was returned to failure investigation (fi) for analysis. The visual inspection of the liquid crystal display(lcd), user interface assembly revealed no evidence of damage or contamination. A failure investigation technician installed the user interface assembly into a fi ventilator and tested the device. They were able to duplicate the reported dim lcd. The determination could be made that the device failed to meet specifications, the burnt out cold cathode fluorescent lamp (ccfl) backlight causes the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01may2020. B4: 04may2020. The manufacturer¿s field service engineer (fse) replaced the liquid crystal display to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 28apr2020 b4: (B)(6)2020. The manufacturer¿s field service engineer (fse) confirmed the reported dim display issue. The fse replaced the liquid crystal display (lcd) and touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.